Event description:
The lay user / patient contacted lifescan (lfs) on october 7, 2006 alleging that his ultra meter was set to the incorrect time and date and that it was flashing in the set up mode. Medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. Mas also listened to the call and obtained the following information: the patient has had the meter for six months. The patient claims because the meter was in the set up mode was flashing the time and date, he had to go to his physician's office in 2006 to get a blood glucose test. At the physician's office, the patient did not receive any treatment. On the morning of 2006, the patient woke up "not feeling well. He contacted his physician for assistance and was advised to come to the office. The patient went to the physician's office and obtained a "really high" result on the physician's meter. Customer car advocate (cca) assisted the patient in setting the meter to correct time and date. Patient tested his blood while the cca was on the phone and obtained a 196 mg/dl. It would have been helpful to know how long the patient was unable to test his blood gluocse, verify in detail his symptoms, his diabetes regimen and wheter he still took his diabetes regimen, when his meter was not working. The complainant is being reported because the patient was unable to test his blood glucose at the time of experiencing symptoms. He withheld his medication since he was not feeling well and when he was tested on the physician's meter he claims that the reading was "really high".